Manufacturer narrative:
Sc-1232; sn (B)(6). The returned ipg were analyzed, and the visual and functional examination revealed normal characteristics. However, a review of the charging log showed a low charge current (indicative of sub-optimal charging), resulting in a low battery voltage, and the thermistor being triggered, which are known factors that may contribute to charging difficulty.

Event description:
It was reported that the patient was unable to feel pain relief and the remote control (rc) could not connect to the ipg. The patient performed multiple troubleshooting attempts to charge the ipg but was unsuccessful. There was suspected malfunction to the battery. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was unable to feel pain relief and the remote control (rc) could not connect to the ipg. The patient performed multiple troubleshooting attempts to charge the ipg but was unsuccessful. There was suspected malfunction to the battery. The patient underwent an ipg replacement procedure and was doing well post-operatively.